Event description:
The customer contacted beckman coulter inc (bec) to report the needle bellows was not draining and bloody fluid (approx 2cc) appears to have leaked onto the drip tray. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. On the day of the event, a bec field service engineer (fse) observed that the instrument's needle bellows was overflowing. Fse discovered that a cracked needle vent chamber caused the vacuum to escape and not properly drain the bellows. The needle vent chamber (vc19) collects any blood, diluent, and cleaning agent that is aspirated into the needle vent line. Fse replaced the needle vent chamber and found no further evidence of leaking. Root cause for the leak was a cracked needle vent chamber (vc19).

Manufacturer narrative:
(B)(4).